Manufacturer narrative:
The referenced pump exchange took place at (B)(6). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 10 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The explanted lvad device is expected to return but has not yet been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported on (B)(6) 2017, that the patient was admitted after pump stoppage events occurred. The patient was asymptomatic. The echocardiogram revealed the aortic valve was opening with every beat, a deviation from the patient¿s baseline. The lvad clinicians reported that a review of the x-rays confirmed ¿wear and tear¿ near distal end of the driveline, and a sharp loop internally near the blood pump. The patient was to utilize batteries and an ungrounded power module patient cable for lvad support. A distal end percutaneous lead (driveline) replacement was performed; however, pump stoppages occurred post-replacement. On (B)(6) 2017, the patient underwent a pump exchange. It was reported that post-exchange the patient was doing well with no significant issues. No additional information was provided.

Manufacturer narrative:
Although the reported low speed and pump stoppage events were confirmed through the submitted system controller log file, a potential cause could not conclusively be determined through this evaluation device as the entire length of the driveline was not returned. Review of the submitted log file revealed a series of intermittent low speed and pump stoppage events over a period of 35 minutes, approximately 6 hours prior to the log file retrieval. These events resulted in low speed hazard and low flow hazard alarms and occurred while the system controller was connected to the power module. The report of pump stoppages while the system controller was connected to batteries could not be confirmed through this evaluation, as the log file did not capture pump stoppages or low speed events while the system controller was connected to the batteries. The evaluation of the returned device did not reveal any device related issues. Visual inspection of the blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. No damage to the outer jacket, bionate, metal shielding or wires was identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The pump was functionally tested on a mock circulatory loop and operated as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.